Manufacturer narrative:
Information was received via published literature. Other device used: catalog #unk, unknown nexgen fluted tibial component, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported that twenty occurrences of osteolysis have been seen in sixteen knees.